Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence before infusion set insertion, despite using more than 30 units of insulin to fill tubing. There was no adverse impact to the customer's blood glucose level. Customer confirmed completing steps to remove air, not overfilling cartridge, and not reusing cartridge, and after guidance from technical support, changed tubing, connected new infusion set, reloaded same cartridge, observed drops of insulin at tubing end, and successfully resumed insulin delivery, with no additional issues reported.